Event description:
The guide was for site 19 and 30. Implant 30 went in fine. However, there was a trajectory issue with site 19. The guide fit well, but the doctor noticed during drilling that the trajectory was too buccal. He shattered the buccal plate and had to graft the pt. He will attempt to place the implant at a later date after the graft was healed. Local anesthesia was used during the procedure.

Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental mode with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex. See scanned pages.